Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the left knee. A 2.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation; however, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was replaced with a 2mm x 20mm x 143cm coyote es balloon catheter. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the left knee. A 2.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation; however, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was replaced with a 2mm x 20mm x 143cm coyote es balloon catheter. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 76cm from the hub. Microscopic examination revealed that there is a pinhole in the balloon 24mm from the tip. The tip is damaged and the balloon is loosely folded. There is blood present in the guidewire lumen and balloon. Inspection of the remainder of the device presented no other damage or irregularities.